Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege pain, injury, and elevated metal ions. Update 1/21/2016 medical records received. Case information form and component sticker sheet reviewed for MDR reportability. Taper sleeve and stem added to complaint for alleged elevated metal ions without lab results. The complaint was updated on: feb 9, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, d10 and h6 (patient).

Event description:
In addition to what previously alleged, records alleges economic loss and emotional distress. After revision patient alleged multiple dislocation and post op infection treated with antibiotics. It is not known if this involved depuy products.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were reviewed and indicated that on (B)(6) 2009, the patient has a right total hip arthroplasty to address right hip osteoarthritis. No complications were note. Depuy asr hip was implanted. Along with depuy tri-locke stem. On (B)(6) 2012, the patient had a revision right total hip to address failed right total hip. During the procedure the surgeon observed metallosis, areas of tissue necrosis. The femoral head was removed, along with the acetabular cup and liner. There was no mention of manufacturer of implanted products. There was a sticker sheep provided for a depuy femoral head (no date) but it was with the (B)(6) 2012 revision notes. On (B)(6) 2013, the patient had a revision of right total hip, socket only to address unstable hip. Sizes were provided, but no manufacturer. On (B)(6) 2016, the patient had a removal for right hip replacement due to infection. On (B)(6) 2016, the patient had a conversion to right total hip replacement to address infected right total hip replacement. Stage 2. Competitor implants were implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: distress (e020203) is used to capture emotional distress and stress. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of pfs and medical records, pfs alleges: patient suffered great deal of anxiety, fear, stress and depression over the amount of pain experienced at the right side of the hip. Moreover, patient experienced significant pain in the right side, limited flexibility in the right hip. Pain was described as pins and needles sensation and numbness in the lower right extremity. Due to pain , patient had trouble staying asleep. The hips no longer moves the way it used to and unable to walk short distances without taking a break.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: event, other relevant history, d4 (expiration date), device manufacture date.

Event description:
After review of medical records the patient was revised to address failed right hip replacement due to metallosis. Operative note reported metallosis with grayish-stained tissue, tissue necrosis in the capsule and cavitary deficiency within the pubis. There is no lab result provided for metal ions.